Event description:
The customer reported multiple occlusion alarms, which did not occur earlier in the day prior to contacting technical support. Each occlusion issue was resolved by changing the infusion set and cartridge before resuming insulin. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl or read ¿high¿ on the cgm. Technical support provided assistance, transferred the caller for further follow-up, and arranged for replacement supplies to address recurring issues.